Manufacturer narrative:
Investigation summary: the investigation was performed based on the information contained in the lot control and history plan, quality notifications (qn's) and no deviation was found. It was analyzed the sample sent by the customer and it showed a foreign matter presented inside the cylinder characterizes being a kind of residue of cardboard. A possible cause for this issue is the contamination fell into the filling area of the cylinders in the syringes. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The investigation was performed based on the information contained in the lot control and devise history plan, quality notifications (qn's) and no deviation was found. The sample sent by the customer was analyzed, and it showed a foreign matter presented inside the cylinder characterizes being a kind of residue of cardboard. After the sample analysis the complaint could be confirmed. Root cause: the most acceptable hypothesis for this occurrence is that the contamination has come through the mezzanine tube and fallen into the filling area of the cylinders in the syringes. The central area of the mezzanine, classified as mezzanine boxes is the place responsible for supplying secondary packaging boxes to the production lines. As there is flow of materials in the site, flow of pallet truck with materials and components of the molding, this residual may have adhered to the packaging of these components and at the moment of supplying the feeders and with the natural vibration itself has entered the cylinder component and that resulted in the contamination of product. The probability of new contamination is low due to the isolation / division of the mezzanine boxes and mezzanine components areas. Based on the qda analysis for this family product a CAPA is not required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported upon aspiration of the bd plastipack¿ 20ml syringe foreign matter was observed inside the barrel. Found during use. No serious injury or medical intervention noted.